Event description:
It was reported that the ruptured basilar tip aneurysm re-ruptured after the subject balloon inflation at the neck of the aneurysm. After the balloon deflated, extravasation was noted coming from the aneurysm. There was an unusual amount of a back and forth movement of the balloon catheter in the artery. The subject device was removed and another of the same device was used to finish the procedure. The aneurysm was coiled and the bleeding was stopped. The patient condition worsened after the procedure but it is difficult to determine if the pre-existing condition or the reported event caused deterioration of the patient condition.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The occlusion balloon catheter was returned with the guidewire used during procedure still contained within its shaft. The guidewire was extended 46cm beyond the distal end of the balloon catheter shaft. Analysis revealed that the balloon and balloon catheter distal tip were detached from the catheter shaft. The detached balloon and tip were not returned. During functional testing, a 0.0166¿ patency mandrel was advanced without difficulty. An inflation test was unable to be performed due to the condition of the returned device. Information available indicated that the occlusion balloon catheter was confirmed to be in good condition prior to use; however, that during use the physician observed that there was an ¿unusual amount of movement of the balloon catheter, a back and forth bobbing in the artery." When the aneurysm re-ruptured, the physician had visibility issues with the balloon, so he pulled the guidewire back proximal to the balloon (bail out technique) in order to make sure it had deflated so he could remove it. It is probable that the noted movement of the balloon catheter along with the difficulty visualizing the device during the procedure may have contributed to damages observed. An assignable cause of operational context was assigned to the damages observed to the section of the occlusion balloon shaft (balloon and tip detached) due to procedural factors limiting its performance during the clinical procedure. It cannot be determined if the movement of the balloon catheter and the damage noted to the device caused or contributed to the as reported aneurysm re-rupture as there was a pre-existing/present aneurysm rupture prior to initial treatment. However, aneurysm rupture is a known risk associated with endovascular procedure and it is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this patient event.

Event description:
It was reported that the ruptured basilar tip aneurysm re-ruptured after the subject balloon inflation at the neck of the aneurysm. After the balloon deflated, extravasation was noted coming from the aneurysm. There was an unusual amount of a back and forth movement of the balloon catheter in the artery. The subject device was removed and another of the same device was used to finish the procedure. The aneurysm was coiled and the bleeding was stopped. The patient condition worsened after the procedure but it is difficult to determine if the pre-existing condition or the reported event caused deterioration of the patient condition.